Manufacturer narrative:
12/07/2015 11:17 am (gmt-5:00) added by (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Dried blood was also found within the stat-gard sleeve. The pressure tubing was also returned. No blood was observed inside the catheter. An underwater leak test of the stat guard, balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Updated information (18-nov-2015)- nurse called into company to report blood in sheath covering - no alarms noted and no detriment to patient noted. No blood in tubing, just in sheath covering. Patient was expected to pass due to very large mi. When patient passed, balloon discontinued and retrieved. While supporting the pt. Who s fully heparinized kat noticed blood in the sterile sleev. None appears in the helium tubing. Had her do 3 autofills in a row inspecting the helium tubing for anything that looked dicolored nothing appeared. Resumed pumping. Suggested notifying the dr. As for instruction about th oozing .